Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient complains of coughing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center, but device not evaluated yet. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient complains of coughing. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (product UDI), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, conclusion code grid) have been corrected/updated.

Manufacturer narrative:
H3 other text : device received by third party, but evaluation not yet done.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the patient complains of coughing.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center, but device not evaluated yet. . The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.